Event description:
The customer noticed increased reactive rate for the prism (B)(4) assay. (B)(4). The customer reported three patients with reactive results, however; no specific information was provided regarding the specimens or patient data. No impact to patient management was reported..

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. No returned materials were available for the investigation and a retained kit was evaluated. The evaluation included a review of the field data reported to abbott prism metrics database. For this reagent lot in question, a total of (B)(4) samples had been tested across multiple customer sites at the time of this review. (B)(4). A review for the field data collected from the customer indicated that (B)(6) donors had been tested with (B)(6). (B)(4). A review for the complaint records for this reagent lot did not identify any other issue similar to this complaint issue. Based on the evaluation results, no malfunction or product deficiency were identified related to this reagent lot. However, the customer was referred to the assay package insert where it is stated that false (B)(6) test results can be expected with any test kit and have been observed due to non-specific reactions.